Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The doctor was advised not to implant the pump. It was reported that the pending alarm issue was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable infusion pump. It was reported that a pending alarm was confirmed by telemetry. The pump had not been implanted. The rep did not have time to check the pump logs to confirm the date/date and alarm occurrence as the rep was in the middle of the case and had to get another pump. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the rep interrogated the pump, the message it gave the rep was "the pump is on shelf state" and "pump has pending alarm. Contact manufacturer and check the pump event log. The pump alarm will sound after update". The event logs showed a motor stall occurred at 20:39 on (B)(6) 2017 and motor stall recovery occurred at 17:45 on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.